Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole. "Per the usual one of stephenson's residents had trouble firing the clip applier. He said it jammed." Additional information received via email on (B)(6) 2018 from applied medical account manager: "after investigating, the resident didn¿t fully release the handle after closing the first fired clip. He then forced the handle closed again (before completing the clip cycle) breaking the feeder. I followed up to make sure he understood proper usage technique. The device jammed on a vessel. The feeder broke but they were able to remove the device through the trocar. No bile leaks or bleeding. They replaced the device with a new device and finished the case." Patient status: patient status is good condition.

Event description:
Name of procedure being performed: lap chole. "Per the usual one of stephenson's residents had trouble firing the clip applier. He said it jammed." Additional information received via email on 30jul2018 from applied medical account manager: "after investigating, the resident didn¿t fully release the handle after closing the first fired clip. He then forced the handle closed again (before completing the clip cycle) breaking the feeder. I followed up to make sure he understood proper usage technique. The device jammed on a vessel. The feeder broke but they were able to remove the device through the trocar. No bile leaks or bleeding. They replaced the device with a new device and finished the case." Patient status: patient status is good condition.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws were jammed in the closed position. Engineering observed that the ratchet lever, a plastic component in the handle, was damaged and had popped out of place. Based on the condition of the returned unit and the description of the event, the reported event was caused when the user did not fully release the handle after firing the first clip and then actuated the trigger while the trigger was partially actuated. This led to the damage to the ratchet lever, which caused the ratchet lever to pop out of place and lock the jaws in the closed position. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to the implementation of the device enhancements.